Manufacturer narrative:
We are greatly saddened for the family of the decedent. We have no reason to believe that further info on this incident will be obtained.

Event description:
A phone call was received in 2009 where the son of the decedent stated, his father had used the neck cord of the personal help button to end his life. The father had battled with cancer for many years. The phb was not depressed during the event and no signal was received by the call center.